Event description:
A user facility returned the olympus asset, colonovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the air/water tube and air/water cylinder were found with remains of white foreign material inside. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process. In addition to the reported malfunction documented in b5, the device evaluation findings are as follows: the grip, the forceps channel port and the switch box had a dent; the air/water and the suction cylinder had no color; the light guide lens had a crack; the connecting tube had a scratch; due to a scratch on the objective lens, the image had a dark area partially and due to wear of angle wire, the play of the upward/downward angulation control knob was out of the standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the air/water nozzle and air/water cylinder was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested events are detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor field performance for this device.